Event description:
Patient identifier: (B)(6). Date of event: best estimate is (B)(6) 2011. According to the information received, a woman reported bleeding after using a catheter. The user reported drops of blood on the catheter after withdrawing it (it felt sharp like a needle). The user also felt a burning sensation when introducing the catheter.

Manufacturer narrative:
Fifteen samples were returned. All catheters met specification; they were smooth and inside specifications. Therefore, this complaint cannot be confirmed as reported. If additional information becomes available, a follow up report will be filed.